Manufacturer narrative:
The company representative was able to confirm and replicate the reported issues. To address these issues footswitch was adjusted and then the multi-function in/output (mfio) printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the first system message is attributed to internal wear/reliability issues within the system. How or when these wear reliability issues occurred remains inconclusive. The root cause of the second system message and the system freeze is attributed to a nonconforming mfio pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic console displayed multiple system messages and unit was freeze. The procedure details and harm was not reported. Additional information has been requested.